Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical product: oss tib poly bearing catalog #: 150415 lot #: 185130. Oss reinforced yoke catalog#: 150493 lot#: 220770. Oss axle catalog #: 150480 lot #: 110030. Oss cemented im stem 11x225 catalog #: 150373 lot #: 122650. Oss non-mod tib plate long 63 catalog #: 150419 lot #: 832880. Oss tib blk aug 10x63/67 univ catalog #: 150426 lot #: 372960. Oss tib blk aug 10x63/67 univ catalog #: 150426 lot#: 015010. Oss 7cm segmental femoral rt catalog#: 150354 lot #: 171260. Oss 4cm diaphyseal segment catalog #: 150482 lot #: 727410. Oss poly femoral bushings 2pk catalog #: 150477 lot #: 167940. Oss poly tibial bushing catalog #: 150476 lot #: 678220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02304, 0001825034-2017-05047, 0001825034-2017-06492, 0001825034-2017-06493. Product location unknown.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately seven months post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.